Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. File info provided indicated the use of the viscoelastic is not approved for use with the qualified cartridge combinations for this lens model. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A technician reported following an intraocular lens (iol) implant procedure, the pt experienced blurry vision and the lens was exchanged. During the lens exchange a vitrectomy was performed. The technician reported the use of an unapproved viscoelastic and cartridge combination with this lens model, during the initial surgical procedure. In a f/u, the technician reported that the lens was exchanged for a different model lens due to a mechanical failure. A vitrectomy was performed due to the vitreous coming forward during surgery because of a previous yag laser capsulotomy treatment. Add'l info has been requested.